Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the needle of the bd insulin syringe with the bd ultra-fine¿ needle broke off in the patient's skin during use. The following information was provided by the initial reporter: "consumer stated there is a problem with bd syringes. Stated, needles are breaking off in his skin but he is able to remove some stated, it doesn't matter which lot he uses."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle of the bd insulin syringe with the bd ultra-fine¿ needle broke off in the patient's skin during use. The following information was provided by the initial reporter: "consumer stated there is a problem with bd syringes. Stated, needles are breaking off in his skin but he is able to remove some stated, it doesn't matter which lot he uses."